Manufacturer narrative:
Additional information received: intervention was completed on (B)(6) 2020 however this was reported as unsuccessful. One week later the stent graft was explanted. It was then reported that the patient expired approximately one week later due to colon ischemia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 it was reported, the cause of colon ischemia and death were directly related to the explant procedure. Both happened within one week of the procedure. H:6 conclusion code updated. B:2 dod updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that index procedure, when retrieving the device during the implant of the stent graft, it was noted that the spindle pulled one peak down, which resulted of two peaks of the suprarenal stent graft getting entangled. Imaging was performed and no endoleak was found. It was reported that during a follow-up, type ia endoleak was noted due to stent graft infolding. As per the physician, cause of the event was user error. No additional clinical sequalae were reported and the patient is being monitored.

Manufacturer narrative:
Product analysis the explant was returned in a medtronic supplied explant kit, dry without formalin. The bifurcate was transected at ring 5 with all parts of the bifurcate returned. The contra limb was returned within the contra gate and the contra extension was within the contra gate and contra limb. The iliac limb was returned detached from the other stent grafts. There was minimal angulation at the contra limb, less than 10 degrees. The bifurcate flow divider was still intact. The bifurcate suprarenal stents had some nitinol cuts assumed to have been caused by the explant of the device with a tool. The transection cut during explant also caused nitinol cuts on the contra extension. During removal of the delivery system the tip got caught on the suprarenal stents of the bifurcate which potentially caused the pinholes found on the valley of the suprarenal stents. Pulling of the delivery system caused the two suture holes to become larger as well as the weave separation. During analysis ono integrity issues were observed on any of the returned devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A2+a3+d4 updated additional information received: the user error reported during the index procedure occured when the tip of the delivery system got stuck behind a suprarenal stent while retracting it back in to the graft cover. Instead of advancing the whole delivery system back above the suprarenal stent the system was pulled down causing one suprarenal stent being pulled down and that stent/ peak eventually got entangled with another suprarenal stent/ peak. The type ia endoleak was caused by infolding of the stent because it couldn¿t fully deploy due to the entangled suprarenal stents. Film evaluation summary: the reported infolding event and suprarenal stent overlap could be confirmed on the films provided. Lack of post-implant CT¿s did not allow for a thorough assessment of the stent graft in vivo configuration. Although no obvious proximal endoleak was observed on the limited still image provided, it cannot be ruled out. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak source/cause and analysis of the reported user error that led to the suprarenal stent graft overlap/entanglement. It is most likely that the observed infolding/suprarenal stent event led to the reported proximal endoleak. It is very possible that the reported user error was a factor in the suprarenal stent entanglement and subsequent infolding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.